Event description:
It was reported that the device was not working. Further follow-up indicated that the device was apparently an implant attempt and that there was likely a setscrew issue. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The implantable pulse generator was returned and analyzed. The implantable cardioverter defibrillator was returned visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.